Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor was broken of the insulin pump. The customer¿s blood glucose was 10 mmol/l. The customer was assisted with troubleshooting. Customer stated that sensor not in the body and hard to removed. Customer reported that the sensor fractured while in the body. Customer stated that the reservoir unable to lock in place when inserted into insulin pump. The insulin pump will not be returned for analysis.